Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported deployment issue could not be confirmed due to the condition of the returned device. The sheath separation was confirmed. The resistance during removal could not be confirmed as it was based on case circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a proximal superficial femoral artery. A 6.0 x 60 mm absolute pro vascular was advanced to the lesion and the thumb wheel was turned. The thumbwheel quit turning but the stent had not deployed at all. The device was being removed when there was resistance felt. It is unknown what the resistance was with. The distal sheath separated and the proximal end of the stent partially deployed at the separation. The device remained in one piece. Another absolute was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.